Event description:
Additional information from the patient reported they had notified their healthcare professional (hcp) about not being able to void and pain in the back from stimulation. The patient stated that they didn't have any pain. The patient stated there were no steps taken to resolve the not being able to void and pain in the back from stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative. It was reported that the patient hadn't voided all day t he day of report and experienced back pain due to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.